Manufacturer narrative:
A medtronic representative went to the site to test the system. Confirmed door open message on pendant even though door appeared closed. The representative found that the door was slightly misaligned. Made door adjustment and invalidated home and rehomed the system. Once rehoming was completed, door opened and closed properly. No further issues to report. System is performing to specification. The system then passed the system checkout and was found to performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was getting a door open message when it was fully closed. There was no patient present.